Manufacturer narrative:
Date stent: 06/08/2009. No bag returned. Evaluation summary: the pouch device was received in good condition. The device had been fully deployed. There was no bag and no suture returned with the device. The support arms were inside the tube on one side of the distal plug. The support arms were attached to the push-pull rod and were in good condition. The support arm pin was intact. The distal plug assembly was in good condition. The reported event could not be confirmed as the bag was not returned for analysis. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that during a procedure, the device when pulling the bag out of the port, the bag ripped. Another device was used to complete the procedure. There was no adverse consequence to the pt.